Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system could not power on. Upon¿functional testing, the fse found that the the power distribution unit (pdu) fan tray and direct current power system (dcps) were damaged. The fse replaced the pdu fan tray and dcps. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation result code was corrected.

Event description:
It has been reported to philips that the azurion system did not turn on. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with pdu fan tray and dcps, both of these were damaged. The fse replaced the pdu fan tray and dcps. After that the system was returned to use in good working order.